Manufacturer narrative:
The qc prior to the event was within lab-established ranges; however it was repeated due to previous low qc result. On (B)(4) 2010 a bci field service engineer (fse) removed a fibrin clot from the inside of the flow-cell and verified system performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) result generated by the unicel dxc 800 pro synchron chemistry analyzer. The issue was discovered due to the anion gap being low. The erroneous result was not reported out of the laboratory. The sample was repeated on an alternate instrument and higher result was obtained. Patient treatment was not impacted by this event.